Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. Troubleshooting was performed and determined that the occlusion was coming from the cartridge. There was no impact to customers` blood glucose level.